Event description:
The home patient (hp) stated that the supply bag fell and disconnected. The technical service representative (tsr) explained that the hp would need to restart with new supplies. The hp was unsure if they would start with new supplies or would do manual exchanges. The tsr advised the hp to notify the peritoneal dialysis (pd) registered nurse (rn) for therapy advice. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn stated that the patient was doing fine, had no problems, and was continuing therapy on the cycler. The pd rn stated that the hp has been doing therapy for a long time with no other problems and the hp was aware of the proper setup procedures.

Manufacturer narrative:
(B)(4). Sample was discarded.